Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a bg of 315 mg/dl with confusion, polyuria, polydipsia and symptoms of dehydration associated with an alleged occlusion issue. It was unknown whether or not the patient continued or discontinued pump therapy but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the patient was experiencing numerous occlusion alarms for several days and tried to troubleshoot on their own but to no prevail. On (B)(6), the patient received back to back occlusion alarms resulting in a site change on (B)(6). During the time when the site was changed, the patient experienced 6 more occlusion alarms. It was noted that the occlusion alarm occurred at random times whether she was connected to the pump or not. The patient stated that they manually primed the tubing before a new insertion and then filled the cartridge back up to the full 200u. The patient was concerned that this could have been affecting the cartridge causing the occlusion and did not refill the cartridge after manually priming the last 2 days but the patient continued to receive occlusion alarms. This complaint is being reported because the patient experienced hyperglycemia associated with an occlusion issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: during investigation, there were multiple occlusion alarms observed in the black box leading to delivery interruptions. The force at the time of the occlusion was high. The rewind, load and prime steps were performed successfully with no alarms. The pump was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range.